Event description:
It was reported that implant movement/shift occurred. The patient underwent atrial fibrillation ablation with a non-boston scientific (bsc) catheter and intra cardiac echocardiography guided closure device implantation following the ablation. It was unknown if any radiofrequency was used around the laa. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up on (B)(6) 2025, the patient was unable to pass a transesophageal echocardiography (tee) probe and was sent for a computed tomography (CT) scan for follow up imaging. On (B)(6) 2025, the physician was notified that the closure device had migrated proximally and shifted 90 degrees from implantation position. The closure device was sideways in the ostium and contrast was flowing through the closure device. The CT scan showed flow through the entire appendage and little to no endothelialization of the closure device. The patient is scheduled for a follow up appointment with the physician on (B)(6) 2025 to determine if surgical versus transcatheter retrieval of the closure device is necessary. It was further reported that the patient was discharged per usual protocol, the patient is out of hospital and device migration has not impacted his health. No intervention has been performed as of yet and the physician recommend surgical removal.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that implant movement/shift occurred. The patient underwent atrial fibrillation ablation with a non-boston scientific (bsc) catheter and intra cardiac echocardiography guided closure device implantation following the ablation. It was unknown if any radiofrequency was used around the laa. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up on (B)(6) 2025, the patient was unable to pass a transesophageal echocardiography (tee) probe and was sent for a computed tomography (CT) scan for follow up imaging. On (B)(6) 2025, the physician was notified that the closure device had migrated proximally and shifted 90 degrees from implantation position. The closure device was sideways in the ostium and contrast was flowing through the closure device. The CT scan showed flow through the entire appendage and little to no endothelialization of the closure device. The patient is scheduled for a follow up appointment with the physician on (B)(6) 2025 to determine if surgical versus transcatheter retrieval of the closure device is necessary.